Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in japan. The technical service report is attached (see communication log), and indicates: repair request details: I just bought it, but it gets cloudy during surgery. Symptom/failure details: when we inspected this product, the symptoms you requested were not reproduced and there were no abnormalities. Processing work details: we carried out the following work. - visual inspection. - operation check. Probable root cause: - laser welding seal failure. - distal/proximal window solder failure. - damage to optical train. - damage to needle. - damage to distal or proximal windows. - moisture intrusion. - end of life wear-out. - environmental disturbance: endoscope colder than dew point. - environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only). - use error . The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foggy image.